Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿recommended endoprosthesis oversizing relative to the aortic vessel is approximately 10-21%¿. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, the patient was emergently implanted with a 31 mm gore® excluder® aaa endoprosthesis (rlt311413/11398585) to treat a possible abdominal aortic aneurysm rupture. On an unknown date, computed tomography scan reportedly revealed a proximal type I endoleak. According to the report, the endoleak may have been caused by an undersized trunk-ipsilateral component. The patient¿s proximal aortic neck measured a reported 28-30 mm in diameter. On (B)(6) 2014, the patient was implanted with two gore® excluder® aortic extender components to treat the proximal type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.